Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken / damaged. A report was received indicating that the piston component broke during the dispensing of saline solution. To support the investigation, two samples and one photograph of 3 ml luer-lok syringes were submitted for evaluation by the quality team. The samples exhibited bent plunger rods, and the photograph depicted a loose syringe with a severely bent plunger rod. This condition is non-conforming to product specifications and has been attributed to the assembly process. A review of the device history record was conducted for material number 309658, lot 4352867. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted based on the inspection control plan, approved for shipment, and determined to be in compliance with product specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c plunger rod was broken / damaged. The following information was provided by the initial reporter: it was reported that the piston part broke while dispensing saline solution. You can find the product photo attached. When did the incident occur? During use. No one was harmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.